Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had a patient expire a week ago and wanted assistance in obtaining retrospective data for the event. The customer did not allege a device malfunction or that the device contributed to the death.

Manufacturer narrative:
The customer reported that they had a patient expire a week ago and wanted assistance in obtaining retrospective ECG data for the event. The customer did not allege a device malfunction or that the device contributed to the death. The customer waited more than a week before contacting philips for assistance. The response center clinical engineer informed the customer that on classis piic, there is no 7 day storage available. Information is stored, first in/ first out. She informed the customer that alarm information might still be available on the backup error logs but not wave or vital sign information. The customer was not interested in alarm information, only ECG information. There is no data to support a philips device malfunction. No further action or investigation is warranted.